Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm morphology was not reported. The aortic neck was straight, uniform and it was 3 cm long. The iliacs were straight with little calcification. It was reported that there were no issues during device placement. The final angiogram was taken and a proximal type 1 endoleak was present. (MFR 2953200-2009-01519) a talent 26mm aortic cuff was then placed to try to resolve the endoleak. After placement, an angiogram was taken and the endoleak was still present. At this point, a palmaz stent was used to tack the graft to the aortic wall. A z med balloon was used to deploy the stent and then used to balloon the stent with a syringe. Another angiogram was taken and the endoleak still appeared. The two week post implant the endoleak had resolved. It was reported that the CT used for measuring purposes was done approximately 5 months prior to the case, therefore, it is possible the measurements have changed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention. Evaluation: results: endoleak, CT used for measuring purposes was done approximately 5 months prior to the case. Conclusions: CT used for measuring purposes was done approximately 5 months prior to the case.